Event description:
Customer reported that a pt presented with a wound dehsicence nine days following episiotomy. Suture was removed. Wound was allowed to heal by secondary intention.

Manufacturer narrative:
Representative samples were tested and meet specification. Conclusion: no device failure detected, and the product is within specification.